Event description:
Livanova received report that a s5 gas blender system gave an error code associated to a discrepancy between the actual and set gas flow values after 2 hours of use. There was no patient injury.

Manufacturer narrative:
There was no patient involvement. Livanova deutschland manufactures the s5 gas blender system. The incident occurred in (B)(4). The affected device was returned to the manufacturer site for repair. Upon functional tests, the reported issue could not be reproduced. The device was opened, cleaned and checked. No issues could be found. Subsequent functional verification testing was completed without further issues and the unit was returned to service. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
See initial report.

Manufacturer narrative:
H.10: based on the investigation performed for similar cases, this kind of malfunction can be caused by: improper hospital gas supply; a missed gas blender warm-up phase (user error) before using the device (it can be ruled out as the issue did not occur in the first phase); defective gas blender's component (gas mass flow controllers and relative flow sensor). Based on the fact that no device issues could be identified during test and inspection at the manufacturer site, the most likely root causes of the reported event are an improper hospital gas supply or a missed warm-up phase before device use.